Manufacturer narrative:
The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that after completion of a da vinci-assisted surgical procedure, the permanent cautery hook instrument was found to have an "exposed wire". There was no report of fragments falling inside the patient. The planned surgical procedure was completed with no report of patient harm, adverse outcome, or injury.